Event description:
It was reported that bd phoenix¿ m50 automated microbiology system false results were reported. The following information was provided by the initial reporter: it was clear that the results were wrong. After reporting the problem to the relevant field service engineer, no wrong results were reported to the patients & clinicians. After solving the problem and performing the necessary tests, the field engineer delivered the instrument in a working condition.

Manufacturer narrative:
H6: investigation summary a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported a false result. A bd field service engineer (fse) was dispatched to investigate. The fse reviewed the instrument and proceeded to replace the normalizer panels and a test, after which the issue was resolved. The root cause of this failure mode is not known. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system false results were reported. The following information was provided by the initial reporter: it was clear that the results were wrong. After reporting the problem to the relevant field service engineer, no wrong results were reported to the patients & clinicians. After solving the problem and performing the necessary tests, the field engineer delivered the instrument in a working condition.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.